Manufacturer narrative:
E1: initial reporter postal code: (B)(4). The device was received for evaluation. A visual inspection with the naked eye noted a broken occluder leg beneath the twist clamp. A functional clear passage test was performed with acceptable results. Leak testing failed due to an internal leak through the closed clamp. The reported condition of roller clamp malfunction was verified. The cause of the condition could not be determined; however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach, as listed on product packaging, this could damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the sample evaluation, a broken occluder leg beneath the twist clamp of the minicap transfer set was identified which resulted in an internal leak through the closed clamp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.